Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with no clips remaining in the shaft. The jaw appeared to be in alignment and the clip retainer and push fork were in alignment and the clip retainer and push fork were in the correct position. As the device was returned with no remaining clips, it could not be tested for the reported issue. Upon eval, it was found that the locking mechanism was not engaged. The device history records was reviewed and discrepancies were noted.

Event description:
It was reported that during a delay of tram (transverse rectus abdominis musculocutaneous) the clips did not deploy each time. The misfire of the clips caused tearing of the vessels and bleeding. A reusable clip applier with reloadable clips was used to compete the procedure. It was later reported that when the device was fired and the clip did not deploy, which just left the metal jaws grabbing the tissue, not the intended clip, which caused tearing. There was no intervention needed except to replaced the device. The pt was stable during the case and even after the malfunction of the device and also post-op.